Event description:
The manufacturer received info from a third party service ctr alleging a ventilator was not working properly. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the third party svc ctr for eval and the customer complaint was confirmed. The device's center board was replaced to address the issue.